Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver initializing without manual restart was undetermined. The probable cause could not be determined.

Manufacturer narrative:
Com-(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to receiver not turning on. The battery was replaced with a known good battery to retrieve the receiver download. A receiver download was performed and passed. An internal visual inspection was performed and failed due to a damaged battery. Confirmation of the complaint was confirmed. The probable cause could not be determined.